Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: 3.7 mmol/l (system 1) and 9.0 mmol/l (system 2) . On another occasion at an unknown time, the patient received the following results within 10 minutes: 15.0 mmol/l (system 1) and 7.0 mmol/l (system 2). The same test strips were used for both meters and results.